Event description:
Per staff member - tried to use a genie #20132-01 for oxaliplatin (hazardous drug), but product failed to inflate and could not draw up dose. I had to physically remove the genie product; respiked with a universal spike #20133-01. The close-system benefit was lost, and chemotherapy contaminated the barrier isolator and gloves.